Event description:
(B)(4). All treatment was through kaiser including placement of essure. Below I will identify some but not all information as I need access to my kaiser records. Please read below. In addition to this I was placed out of work for several months resulting in loss of income. Health problems: before dermatitis I was believed to have lupus, dermatitis. Body aches. Upi. Dizziness. Acute stress disorder. Anxiety disorder. Eczema. Cystic acne andndash; unsure if related to essure (never had acne before). Instructed to use: amoxicillin 500 mg oral cap. Phenol (cepastat) 14.5 mg mm lozenge. Instructed to use: zyrtec 10mg 1-4 tabs a day or (B)(6). Diazepam (valium) 2 mg oral tab. Venlafaxine (effexor xr) 37.5 mg oral 24hr sr cap. (B)(6) twice daily to biopsy sites. Prednisone 10mg 1 tab for 3 more days, 1 tablet every other day for 5 days, then stop. Clobetasol (temovate) 0.05 % top oint. Lab work: 2 biopsies. Orders: alt, serum [(B)(6) cpt(r)], ana [(B)(6) cpt(r)], cbc no diff [(B)(6) cpt(r)], creatinine, serum [(B)(6) cpt(r)], erythrocyte sedimentation rate, automated [(B)(6) cpt(r)], glucose, random [(B)(6) cpt(r)], lipid panel [(B)(6) cpt(r)], referral health education [(B)(6) custom], referral psychiatry [(B)(6) custom] , rheumatoid factor, serum [(B)(6) cpt(r)], tsh [(B)(6) cpt(r)] , uric acid, serum [(B)(6) cpt(r)], chlamydia/gc, swab amplified probe technique [(B)(6) custom], gyn cytology [(B)(6) custom] , vacc admin, first im or subq vaccine toxoid [(B)(6) cpt(r)], vacc tdap (adacel) [(B)(6) cpt(r)] , culture, urine [(B)(6) cpt(r)] , urinalysis, automated wo micro [(B)(6) cpt(r)], urinalysis, automated wo micro [(B)(6) cpt(r)] , urinalysis, microscopic only [(B)(6) cpt(r)], aldolase [(B)(6) cpt(r)] , ana [(B)(6) cpt(r)] , borrelia burgdorferi antibody [(B)(6) cpt(r)], chlamydia psittaci antibody [(B)(6) cpt(r)] , creatine kinase [(B)(6) cpt(r)] , digital photo, imaging [(B)(6) custom], double stranded dna antibody [(B)(6) cpt(r)] , jo-1 antibody [(B)(6) cpt(r)] , parvovirus b19 igg and igm [(B)(6) custom], punch biopsy, skin [(B)(6) cpt(r)] , ssa and ssb antibody [(B)(6) custom], surgical pathology [(B)(6) custom].